Manufacturer narrative:
(B)(4). Date sent: 03/26/25. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, it was observed that the knife moved forward but stopped moving on the way. The knife reverse switch was used to release. It was used on blood vessel. Another device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. D4: batch #151d84 d4, h4: lot number, expiration date and device manufacture date updated. D4: UDI corrected. Investigation summary - the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with a reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Based on the information currently available, the condition identified during the investigation of the reload received has been correlated to the manufacturing process. This condition will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 151d84, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2025. Corrected data: h6 (investigation findings, investigation conclusions). Updated data: h9.

Manufacturer narrative:
(B)(4). Date sent: 07/24/2025 . Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? => unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? =>the knife moved forward but stopped moving on the way. Or, did the device fully fire and stop during the automatic knife return? => unk. - was there any difficulty opening the device? => unk. If yes, how was the device removed from the patient? =>the knife reverse switch was used to release. If yes, did the jaws eventually open?=>the knife reverse switch was used to release.